Event description:
It was reported as part of a study conducted titled (B)(4). It reported the subject received integra, negative pressure wound therapy (npwt) wound debridement, and bone resection on (B)(6) 2011. The subject's wound, which was on the right plantar foot, had an etiology of diabetic neuropathic ulcer. The wound's approximate measurement was 2.5cm length x 2.5cm width. On (B)(6) 2011, subject was readmitted for "infection". This event was documented as moderate in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action on (B)(6) 2011 was short course IV antibiotic (unspecified), and then home on po (oral) antibiotic (unspecified). The event was deemed resolved on (B)(6) 2011 when the subject returned for a follow-up visit. During a follow-up visit on (B)(6) 2014, the wound was deemed healed. The wound remained healed as of (B)(6) 2012.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.